Event description:
The customer contact reported that during testing at the user facility, it was noted that the door was difficult to close and a gap was noted. The device was not returned to the pharmacy for an unspecified reason. No tracking info was provided; therefore, specific pt info, device programming or, event details were not available. There were no reports of adverse pt events or delays in critical therapy while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.